Manufacturer narrative:
The lasso catheter and the sheath introducer were returned for evaluation. The evaluation was concluded on 01/05/2008 and revealed the following: the ring electrode was caught with the edge of the sheath's tip causing the damage on the ring. During the visual inspection of the catheter, it was noticed that the electrode ring #1 was damaged from the edge of the ring. The returned sheath introducer was noticed with damaged tip indicating an excessive force was applied. The polyurethane margins were found to be within spec. This complaint is a known issue and cappa was initiated to address this issue.

Event description:
It was reported that customer experienced resistance with the sheath introducer while removing the lasso catheter from the pt. Therefore, the catheter was removed together with the sheath. It was also reported that the procedure was successfully completed without any injury to the pt, and the pt was in good condition.